Manufacturer narrative:
The device was returned for analysis. The imaging window was observed detached from the lapjoint section. No other damage was noticed upon visual inspection. A microscopic examination revealed no damage on the tip or the guidewire exit port. A test guidewire was inserted and no indication of resistance in tracking the guidewire into of the catheter was noted. Impedance testing revealed an electrical open at the distal wave form. Image testing was not performed due to the imaging window detachment. X-ray analysis revealed no discernible defect.

Event description:
Reportable based on device analysis completed on 01/18/2021. It was reported that crossing difficulties and visualization issues occurred. The 80% stenosed target lesion was located in a moderately tortuous and severely calcified right coronary artery. The opticross hd imaging catheter was unable to cross the target lesion and there was a noise artifact on the intravascular ultrasound screen. The procedure was completed with another of the same device. There were no patient complications and the patient status was stable. However, device analysis revealed a detached imaging window.